Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine the root cause for this failure. From past investigation, it has been noted that suture breaks occur with excess suture tensioning or if the suture comes in contact with a sharp instrument. However, without further information, this cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
After insertion of the anchor in the bone and passage of the threads in the cuff, the surgeon had some difficulties to release the knot, the thread did not slide properly. It was impossible to apply the knot against the cuff, it jammed few millimeters before. By forcing slightly most than usual, the thread broke. The defective anchor was not removed. Another anchor of the same reference was used to complete the procedure. The procedure was lengthened of 10 minutes. No patient consequence. Additional information received via email by the affiliate on (B)(6) 2016. A second hole was made to complete the procedure.